Event description:
It was reported that the catheter was implanted after its use before date (ubd). The drug in the pump system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).